Event description:
Information provided states that during a case the drivers would not tighten onto the screws. This resulted in a delay in the case. The surgeon placed the heads on the screws and used a different driver to complete the case. There were no adverse effects to patient.